Event description:
It was reported patient underwent surgical intervention at unknown time wherein the entire system was explanted due to patient needing MRI and experiencing loss of effective therapy with the scs system.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.